Manufacturer narrative:
Device evaluation summary: one cadd solis hpca pump was returned for analysis. Visual inspection of the pump found the pump is good physical condition. Functional testing included accuracy testing. The pump passed accuracy tests within the limits. Customer stated issue was not confirmed and could not be duplicated. Problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump exhibited "8% flow error". It was not specified whether this occurred during infusion or interrupted therapy. No adverse events were reported.